Event description:
The event is reported as: while being processed in cpd (clean process department) , it was noted that the screws had fallen out of the handle and one part of the handle was subsequently lost. No pt injury reported.

Manufacturer narrative:
Device evaluated by manufacturer. The device is reported as available for evaluation. The device sample was not returned at the time of this report.